Manufacturer narrative:
Model number/catalog number: sc-8216-70, serial number: (B)(4), batch/lot number : 13465450, model/catalog description: artisan surgical lead 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there are any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection at the ipg site. Symptoms of pain, discomfort, redness and irritation were noted. The infection was procedure related. The patient underwent an explant procedure. The patient was prescribed with antibiotics. The patient was doing well postoperatively.

Event description:
A report was received that the patient developed an infection at the ipg site. Symptoms of pain, discomfort, redness and irritation were noted. The infection was procedure related. The patient underwent an explant procedure. The patient was prescribed with antibiotics. The patient was doing well postoperatively.